Event description:
A hospital in (B)(6) reported via a distributor that an mr290hfv high frequency vented humidification chamber cracked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290hfv chamber was not returned to fisher & paykel healthcare (fph) for evaluation. Without the return of the device we are unable to confirm the reported fault or determine the root cause of the reported chamber crack. It was reported that the mr290hfv chamber was being used in conjunction with a high frequency oscillatory ventilator, however, the details of the manufacturer or the ventilator settings were not provided. Cracks in the plastic chamber dome can occur when high frequency oscillations are encountered with high pressure settings. The maximum operating pressure of the mr290 chamber indicated in the instructions for use is 8kpa. In the event that a chamber cracks through to cause a drop in pressure the ventilator will alarm, thereby alerting the user to replace the chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specifies to the user to ensure that the appropriate ventilator alarms are set. The hospital has reported no further issue following the replacement of the cracked chamber. An fph representative has discussed this complaint with the staff members at the hospital and will continue to work with them to resolve any further issues. A lot check could not be carried out as no lot number was provided. (B)(4).